Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer mentioned that she had been going through batteries quickly. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 175 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections and glucagon shots. The customer performed troubleshooting and did not found air bubbles, leaks, insulin and site issues, and setting issues on the insulin pump. The customer stated that the insulin did exit at the quick release. The customer stated that the no delivery alarm was resolved by a complete set change. The customer stated that the battery lasted for a week. The insulin pump will not be returned for analysis.